Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a pneupac® parapac® ventilator was not delivering oxygen while in use with a patient. When the reporter ran the device after the event, the device appeared to be working fine. The patient needed to be manually bagged at the time of the event. The patient was reported to be "okay" at the time of the report. No permanent injury was reported.